Event description:
It was reported that the right atrial lead exhibited multiple auto mode switch episodes due to noise. The noise could be reproduced with left arm movement. Since the patient was not dependent, the physician elected to continue monitoring the patient.

Manufacturer narrative:
(B)(4).